Event description:
It was reported that a user experienced hyperglycemia while using the ilet with an inset 23" 6 mm infusion set, with blood glucose observed at 304 mg/dl and later 333 mg/dl during a cartridge change after being 291 mg/dl and trending down; troubleshooting and education were provided, insulin delivery was resumed, and the cause remained unclear. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included no hospitalization and no device alerts or alarms reported. Investigation included guided troubleshooting, review of infusion supplies and cartridge status, and education on supply change procedures. Investigation of this case revealed no confirmed device malfunction and no specific component failure, with insufficient evidence to identify a device-related cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.